Event description:
The customer received a questionable total bilirubin result for one sample from a newborn patient. The initial result was 16.69 mg/dl with a data flag and the auto repeat result was 23.6 mg/dl with a data flag. This result was reported outside the laboratory. The doctor questioned the reported result, so the sample was pulled and repeated on their other cobas c501 analyzer on (B)(6) 2013. The result was 14.23 mg/dl. The initial result and repeat result from the other analyzer were believed to be correct. There was no adverse event. The total bilirubin reagent lot number was 68579401 with an expiration date of 09/30/2014. The field service representative could not find a cause and could not duplicate the discrepant result. He checked the sample and reagent probes, rinse mechanism and related parts. He ran a precision check with all results within specification. The customer ran calibration and qc with results within acceptable limits.

Manufacturer narrative:
The investigation could not determine a specific root cause based on the provided data. Additional information for further investigation was requested but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.